Event description:
The patient reported the symptom of a bone loss on tooth #25; lower left central incisor. The treating dr. Found that tooth #25 was fractured and had to be replaced with a permanent bridge to alleviate the reported symptom. The patient did not report talking or being prescribed any medication due to the reported symptoms. The treatment was not discontinued and the patient agreed to continue the treatment. The treating dr. Indicated that these is no evidence of physical trauma.

Manufacturer narrative:
(B)(4). The aligners are not being evaluated as the product performed in accordance to specifications. The device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign sys aligners caused or contributed to the patient symptoms. This event is being filed as an MDR since the patient's tooth was removed, permanent damage to a body structure, and invisalign sys product was being used at that time.